Event description:
Baxter engineer reported a pump with depleted batteries observed during service.

Manufacturer narrative:
Eval was completed on 11/11/05 and the condition was confirmed. The pump's main batteries were replaced. Review of the complaint history reveals similar battery-related incidents have been reported for this product. The number of incidents reported is above the expected level of occurrence for this product. This issue is being investigated under CAPA# mdq-CAPA-132. The CAPA was opened on 4/1/05 and is in the investigation phase.